Event description:
It was reported that prior to removal of the safety clip, the stent deployed approx 3 mm. The issue was identified under fluoroscopy. The device was removed from the pt without any injury.

Manufacturer narrative:
The product sample has been returned for evaluation. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states. PMA# p070014.